Manufacturer narrative:
The customer returned the meter and test strips where they were tested using retention strips and controls: testing results (qc range = 2.6 - 4.0 inr): returned test strips: qc 1: 3.0 inr, qc 2: 3.1 inr. Retention test strips: qc 3: 3.2 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. No information was provided in the complaint that would point to a cause for the result discrepancy. The alleged result of 7.4 inr was not observed in the meter memory on (B)(6) 2019; a result of 7.5 inr was observed in the meter memory on (B)(6) 2019. Relevant retention test strips (lot 368882) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The initial reporter complained of discrepant inr results for 1 patient tested on coaguchek xs professional meter with serial number (B)(4) compared to the stago neoplastin laboratory method. The patient was initially tested on the meter at 12:00 p.m. With a result of 7.4 inr. The patient was re-tested on the meter at 12:02 p.m. With a different finger and the result was 7.3 inr. Due to the high results, the patient was sent to the ER for alternate testing. The result from the laboratory at 1:54 p.m. Was 4.9 inr. The patient was treated with a vitamin k injection. The patient was discharged later the same day. The patient's therapeutic range is 2 - 3 inr. The meter alerted the user of a high inr for the patient. The patient was sent for confirmation testing where the result was also high. The patient received treatment corresponding to the high results. The patient's warfarin dose was held for 1 day based on the laboratory result. On (B)(6) 2019 the patient had a result of 1.8 inr from the meter. The patient's warfarin was resumed, but the dosage was adjusted. As both the laboratory and meter results were above the patient's therapeutic range and the decision to administer vitamin k was based on the laboratory result, there is no information that reasonably suggests the meter caused or contributed to this event. The patient has iron deficiency anemia. The meter and test strips were requested for investigation.